Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. A synergy¿ stent was placed over the wire and was advanced into the circumflex. However, it was noted that the stent came off the balloon and went downstream. The delivery system was removed from the patient's body and a 1.5mm emerge¿ balloon catheter was advanced over the wire and deployed the dislodged stent at the distal circumflex artery. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.